Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that angiocath special orn 14ga x 5.25 in had foreign matter. The following information was provided by the initial reporter: on (B)(6) 2021, white particulates were observed on the glove of cell therapy specialist cykh by removing the angiocath from the needle protector.

Event description:
It was reported that angiocath special orn 14ga x 5.25in had foreign matter. The following information was provided by the initial reporter: on (B)(6) 2021, white particulates were observed on the glove of cell therapy specialist cykh by removing the angiocath from the needle protector.

Manufacturer narrative:
H.6. Investigation: bd received two documents with photos and a ftir analysis submitted for evaluation. The reported issue was confirmed upon inspection of the provided documentation. The foreign matter was determined to be cellulose, which can be found in our packaging process. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.